Manufacturer narrative:
The device was not returned for investigation. The hospital performed an evaluation and concluded the patient's death was due to the natural deterioration of his medical condition. There is no evidence that indicates the device malfunctioned or contributed to the death of this patient. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that patient with advanced mnd (motor neuron disease) was using a stellar device and passed away. Per the reporter the patient stated their therapy pressure was too strong. A learn circuit was performed on the device and the patient reported they were more comfortable. The patient was admitted to the hospital 2 days later, then passed away on their 3rd day.